Event description:
It was reported that the patient underwent pelvic surgery in 2004. Postoperatively, the patient experienced odorous vaginal discharge and was prescribed a topical antibiotic. The patient's condition resolved in 06/2004. It was reported that event was not device related.